Event description:
It was reported that the catheter was replaced due to an occlusion at the sutureless connection (sc). A dye study was performed and the physician could not aspirate the catheter. The device system was used to deliver lioresal (baclofen). No patient symptoms or injury were reported. The patient outcome was reported as recovered without sequela. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8591-38, lot # d17878, implanted: (B)(6) 2012, product type accessory. A partial catheter was returned. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the catheter found that the sutureless connector (sc) had an indent in the seal. Under microscope inspection a circular indent can be seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. A significant majority of the indent is located in the silicone material of the cup of the sc connector. This indicates the connection between the sc connector and the pump's outlet port may possibly have been occluded. Eval code conclusion: 11 updated to 77.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.